Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized several months prior to the call due to high blood glucose levels. Blood glucose level at the time of admission was 630 mg/dl. Customer was wearing the insulin pump at the time of the incident. The customer also reported that the insulin pump may not be delivering insulin properly. Blood glucose level at the time of the call was 244 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.